Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: (B)(4), related manufacturer reference number: (B)(4). It was reported, that the patient presented for a follow-up in clinic. With pain at the implanted device pocket and skin of the device pocket appearing red. The physician explanted the active system pacemaker, right atrial lead and right ventricular lead to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
The device was returned due to infection. Failure event observed during analysis. The device was received with normal telemetry and output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device longevity assessment found the device was operating above the elective replacement indicator (eri) voltage consistent with normal usage. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.